Manufacturer narrative:
A ge representative evaluated the system and replaced a circuit board. The system operates as intended.

Event description:
The customer reported the system locked up during image processing. No patient injury was reported.